Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female pt underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery (cfa) via a 6f sheath (model unk). A pre-procedure femoral angiogram revealed pvd/calcium in the vicinity of the access site, and the vessel size to be approximately 6 mm. Peri-procedure, the pt was anticoagulated with 6500 units of heparin. Following the procedure, the physician who is a trained user selected the mynxgrip vascular closure device 6f/7f to close the access site. The physician used 50/50 contrast. It was reported that the balloon lost pressure before the balloon reached the arteriotomy. It was reported that the physician reported that the balloon possibly lost pressure from the plaque present in the cfa. The device was removed and since access was maintained, a second device was prepped and used. Hemostasis was successfully achieved. The pt was ambulated and discharged home the same day ((B)(6) 2012). No further info was provided.

Manufacturer narrative:
Visual inspection of the returned device revealed a longitudinal tear in the balloon, approx 5 mm from the balloon proximal tip. Based on the info provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1210902) indicated that the mynx lot met all established performance criteria prior to shipment.